Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient''s eye therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information available, the root cause of the reported event could not be conclusively determined. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon implanted the second stent posteriorly, during a trabecular micro bypass stent system procedure. The malpositioned stent remains in the patient's eye, and there was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. The surgeon reported the patient as "fine and happy with the results".